Event description:
It was reported that a home patient (hp) fell on their way to the restroom and became disconnected from their integrated apd set with cassette. This occurred during drain 2 of 3 (drain volume 1574ml) of peritoneal dialysis (pd) therapy on the homechoice (hc) device. The hp stated that they cut their arm from the fall and did not reconnect to their setup after the accident. The technical service representative (tsr) assisted the hp in ending therapy. The hp later stated that they were recovering from the fall but were still feeling discomfort. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction (connection issue) with the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.